Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the right atrial lead exhibited high impedance and loss of capture. A lead fracture was suspected. The lead was capped and replaced. The patient was in good condition post procedure and was discharged home the following day.